Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump was "not detecting cartridge, but cartridge was in with no issue". Subsequently, the patient switched to back up pump. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. The pump was inspected and performed functional tests, it failed to detected cartridge which was inside. Further investigation of the pump determined that the rear housing was broken and was the root cause of the issue. Service will replace the rear housing to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.